Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed that the technician at the user facility attached the endoscope (tjf-q180v) to the customer evis exera iii video system center and no image appeared on the monitor. No patient was involved as the event occurred during preparation for use. The planned therapeutic procedure (endoscopic retrograde cholangiopancreatography) was completed successfully using another tower. No death, injury or harm was reported to olympus. Following the procedure, the user facility contacted the olympus field service engineer for troubleshooting. It was identified that only 190 series endoscopes work with the processor also white balance light emitting diode (led) is not working. The device will be returned to olympus for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: d5. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer¿s complaint was confirmed. Based on the results of the legal manufacturer's investigation, the reported phenomena were duplicated at the repair site. Disappearance of the image due to a faulty patient board and light emitting diode (led) lighting failure of white balance due to a faulty front panel were confirmed. The cv-190 instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿use the video system center only under the conditions described in ¿environment¿ on page 368 and ¿specifications¿ on page 369. Otherwise, improper performance, compromised safety and/or equipment damage may result.¿ // ¿[8.2 storage]. Store the equipment in the level position in a clean, dry, and stable location.¿ olympus will continue to monitor field performance for this device.